Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. The returned device indicated a loose/detached set screw. No setscrew wrench was returned with the device for testing. Microscope inspection shows that the right ventricular (rv) setscrew was sideways/disengaged from the setscrew bore. The grommet was removed and a photograph taken of the setscrew position as returned. (B)(4).

Event description:
It was reported that there was no wrench clicks when turning the setscrew clockwise for the second time. The implantable pulse generator (ipg) was attempted and not used. No patient complications have been reported as a result of this event.